Event description:
On (B)(6) 2023, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was found to be damaged immediately following implantation into the eye necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was observed to be damaged immediately following implantation. The rayone aspheric rao600c was explanted and exchanged during the original surgery sesson without any injury to the patient. The device associated with this event has been discarded by the healthcare facility. The rayner hydrophilic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of the lens. There is insufficient evidence and information available in this case to establish the root cause of optic damage following insertion into the eye. Our review of production records for the rayone aspheric rao600c batch 073220365 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 073220365.